Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was looking to coordinate an appointment with a manufacturer representative for ins reprogramming. The patient noticed that the ins doesn't hold a charge for very long and that they must charge the ins sooner than they expect. The caller stated that the issue first started about a year or so ago. It was advised that a message would be sent out to the field on behalf of the patient, and it was noted afterwards that a response was received from a manufacturer representative. No symptoms were reported. No further complications were reported or anticipated.